Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red rash under front therapy pad that has spread to anywhere the lv is touching and now even has puss under the therapy pads. The patient stated they do have sensitive skin but no allergies. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended ending use and sending the lv back for the skin irritation. Follow up indicated that the skin irritation improved.